Event description:
It was reported that a beta bionics ilet user broke the screen of the ilet while at work, and it will not take any input. The device will be replaced. There was no information regarding any adverse event provided.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.